Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the o2 sensor needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed o2 (oxygen) error with 30% fio2 setting while on a patient. The monitor fio2 shows 100%.the customer confirmed that there was no harm on the patient associated with the reported event.